Manufacturer narrative:
Reporter is a synthes employee. Part: 399.94, lot: t197196, manufacturing site: (B)(4), release to warehouse date: february 13, 2020. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the reduction forceps points ratchet 174 was returned and received at us customer quality (cq). Upon visual inspection, weld was observed to be broken. Scratches were observed on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: during the functional test at service and repair, the screw weld has separated causing loosening of forceps. Service and repair evaluation: the customer reported the reduction forceps points ratchet is loose. The repair technician reported the screw weld has separated causing loosening of forceps. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed. Reduction forceps with points ratchet. Investigation conclusion: the complaint condition is confirmed for the reduction forceps points ratchet 174. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the reduction forceps points ratchet was loose. There was no patient involvement. Upon manufacturer receipt and investigation, it was determined that the device was broken. This report is for a reduction forceps with points ratchet 174mm. This is report 1 of 1 for (B)(4).